Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Customer attempted to address bg with a correction bolus. Reportedly, emergency services were called and customer was given intravenous fluids. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were delivered. The customer acknowledged and continued using the pump for insulin therapy.